Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('physical pain/pelvic pain') and genital haemorrhage ('gen. Abnorm. Bleed') in a 41-year-old female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's medical history included hypertension, knee pain, blood pressure high, high cholesterol, neck pain, back pain, upper back pain, breast cancer, ache, tenderness, hyperlipidemia, pain in spine, macromastia, post-traumatic stress disorder, major depressive disorder, ovarian cyst and uterine fibroids. Concomitant products included prazosin since (B)(6) 2012 for hypertension. In (B)(6) 2013, the patient had essure inserted. In (B)(6) 2013, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), menorrhagia ("abnormal bleeding (vaginal, menorrhagia),") and vaginal haemorrhage ("abnormal bleeding (vaginal, menorrhagia),"). In (B)(6) 2013, the patient experienced depression ("psychological or psychiatric problems condition:depression and mental anguish") and anxiety ("psychological or psychiatric problems condition:depression and mental anguish"). On an unknown date, the patient experienced genital haemorrhage (seriousness criterion medically significant) and abdominal pain ("abdominal pain"). The patient was treated with surgery (hysterectomy with bilateral salpingectomy). Essure was removed on (B)(6) 2018. At the time of the report, the pelvic pain, genital haemorrhage and abdominal pain had resolved and the menorrhagia, vaginal haemorrhage, depression and anxiety outcome was unknown. The reporter considered abdominal pain, anxiety, depression, genital haemorrhage, menorrhagia, pelvic pain and vaginal haemorrhage to be related to essure. The reporter commented: discrepancy noted in hsg as per previous version, hsg results were provided , however, the current version states that ¿the patient did not undergo essure confirmation test¿. Patient received treatment for gen. Abnorm. Bleed. Discrepancy noted in essure insertion date in previous version it was given (B)(6) 2013, but in current pfs (B)(6) 2016 was given. Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - on an unknown date: essure device was successfully occluded.. Concerning the injuries reported in this case, the following ones were described in patient¿s medical records : anxiety, depression, menorrhagia. Quality-safety evaluation of ptc: unable to confirm complaint . Most recent follow-up information incorporated above includes: on 5-sep-2019: pfs received. Events- "abdominal pain and gen. Abnorm. Bleed" added. Incident no lot number or device sample was received in this case. At this time, we have no information suggesting that the device failed to meet its specifications. We will conduct a review of our complaint records and other non-conformances data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('physical pain') in a (B)(6)-year-old female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's medical history included hypertension, knee pain, blood pressure high, high cholesterol, neck pain, back pain, upper back pain, breast cancer, ache, tenderness, hyperlipidemia, pain in spine, macromastia, post-traumatic stress disorder, major depressive disorder, ovarian cyst and uterine fibroids. Concomitant products included prazosin since (B)(6) 2012 for hypertension. In (B)(6) 2013, the patient had essure inserted. In (B)(6) 2013, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), menorrhagia ("abnormal bleeding (vaginal, menorrhagia),") and vaginal haemorrhage ("abnormal bleeding (vaginal, menorrhagia),"). In (B)(6) 2013, the patient experienced depression ("psychological or psychiatric problems condition:depression and mental anguish") and anxiety ("psychological or psychiatric problems condition:depression and mental anguish"). The patient was treated with surgery (hysterectomy with bilateral salpingectomy). Essure was removed on (B)(6) 2018. At the time of the report, the pelvic pain was resolving and the menorrhagia, vaginal haemorrhage, depression and anxiety outcome was unknown. The reporter considered anxiety, depression, menorrhagia, pelvic pain and vaginal haemorrhage to be related to essure. The reporter commented: discrepancy noted in hsg as per previous version, hsg results were provided , however, the current version states that ¿the patient did not undergo essure confirmation test¿. Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - on an unknown date: essure device was successfully occluded.. Concerning the injuries reported in this case, the following ones were described in patient¿s medical records : anxiety, depression, menorrhagia. Quality-safety evaluation of ptc: unable to confirm complaint most recent follow-up information incorporated above includes: on 19-aug-2019: pfs and mr received: previous event ¿pelvic pain¿ updated. New events added: abnormal bleeding (vaginal, menorrhagia), depression and mental anguish. Aka name, reporter and patient demographic added. Essure insertion date updated and removal date added. Product indication updated. Events outcome updated, events onset date, events severity and medical history added. No lot number or device sample was received in this case. At this time, we have no information suggesting that the device failed to meet its specifications. We will conduct a review of our complaint records and other non-conformances data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('physical pain/pelvic pain') in a 41-year-old female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's medical history included hypertension, knee pain, blood pressure high, high cholesterol, neck pain, back pain, upper back pain, breast cancer, ache, tenderness, hyperlipidemia, pain in spine, macromastia, post-traumatic stress disorder, major depressive disorder, ovarian cyst and uterine fibroids. Concomitant products included prazosin since (B)(6)2012 for hypertension. On (B)(6)2008, the patient had essure inserted. In (B)(6)2013, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), menorrhagia ("abnormal bleeding (vaginal, menorrhagia),") and vaginal haemorrhage ("abnormal bleeding (vaginal, menorrhagia),"). In (B)(6)2013, the patient experienced depression ("psychological or psychiatric problems condition:depression and mental anguish") and anxiety ("psychological or psychiatric problems condition:depression and mental anguish"). On an unknown date, the patient experienced genital haemorrhage ("gen. Abnorm. Bleed"), abdominal pain ("abdominal pain"), bladder disorder ("bladder disorder"), urinary tract disorder ("urinary tract disorder"), cystitis ("bladder infection"), urinary tract infection ("uti"), vaginal infection ("vaginal infection") and vaginal discharge ("vaginal discharge"). The patient was treated with surgery (hysterectomy with bilateral salpingectomy). Essure was removed on (B)(6)2018. At the time of the report, the pelvic pain, genital haemorrhage and abdominal pain had resolved and the menorrhagia, vaginal haemorrhage, depression, anxiety, bladder disorder, urinary tract disorder, cystitis, urinary tract infection, vaginal infection and vaginal discharge outcome was unknown. The reporter considered abdominal pain, anxiety, bladder disorder, cystitis, depression, genital haemorrhage, menorrhagia, pelvic pain, urinary tract disorder, urinary tract infection, vaginal discharge, vaginal haemorrhage and vaginal infection to be related to essure. The reporter commented: discrepancy noted in hsg as per previous version, hsg results were provided , however, the current version states that ¿the patient did not undergo essure confirmation test¿. Patient received treatment for gen. Abnorm. Bleed. Discrepancy noted in essure insertion date in previous version it was given (B)(6)2013, but in current pfs (B)(6) 2016 was given. Discrepancy noted: date(s) of insertion: (B)(6)2008, (B)(6)2013 00:00. Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - on an unknown date: essure device was successfully occluded.. Concerning the injuries reported in this case, the following ones were described in patient¿s medical records : anxiety, depression, menorrhagia. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 9-jan-2020: pif received. New events: bladder/ urinary problems, uti, vaginal infection, bladder infection, vaginal discharge were added. Based on the available information, a review of our complaint records and other relevant data will be conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.